Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncope, aura and bradycardia. Capture of the right ventricular (rv) lead or competing intrinsic/fusion could not be confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.